Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead. Product type: lead. (B)(4).

Event description:
Additional information received reported that the system that was previously reported on was not a medtronic stimulation system. No further information about this event was reported.

Event description:
It was reported that the "wires" down a patient's back "kept breaking." It was noted that a wire broke in 2002 and was replaced. Additional information has been requested but was not available as of the date of this report.